Manufacturer narrative:
The pump was received with no button response and a button error alarm due to the corroded keypad traces. It was noted that no moisture damage was found on the electronics, motor, battery tube, and vibrator assembly. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a missing end cap sticker, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that last night they got caught in a freak rain storm. The pump was fine until about 5 am this morning. The pump got wet from the customer's shirt but it was not exposed to water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.